Event description:
It was reported that a patient presented in clinic with a pacemaker that was unable to be interrogated by a programmer. The device nurse attempted to interrogate the device with another programmer, which was also unsuccessful. Therefore, the device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
New information notes that the device also exhibited no magnet response when interrogation was attempted.

Manufacturer narrative:
Correction: h6 health impact should have been additional surgery.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.